Event description:
During a c-section, the catheter fell out and was replaced.

Manufacturer narrative:
During a c-section, the foley catheter fell out. The balloon was reported to be deflated but not ruptured. The entire catheter was intact. A new catheter was inserted and no additional intervention was indicated. The sample was not returned for eval. No lot number provided. We have not confirmed the issue or identified a root cause. In the absence of a balloon rupture, it is possible the catheter balloon may not have been sufficiently inflated after it was first inserted into the pt's bladder.